Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump. The customer will use multiple daily injections (mdi) as a backup.